Event description:
Customer reported a malfunction alarm with the code malf 12 occurring, but no notable events happened before the malfunction. Blood glucose levels did not exceed 500 mg/dl, as confirmed by the customer. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to call back if the malfunction reappeared, and they acknowledged the instructions.